Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that all reported issues have resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a permanent implant procedure on (B)(6) 2020. As a result, the procedure was abandoned. Later, the patient reported experiencing a headache. No additional information is known at this time.